Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the pump dispensed insulin during the load cartridge step on two occasions. The pump was reportedly only used twice prior to (B)(6) 2012. On a third attempt, the pump reportedly recognized the cartridge correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated "no cartridge detected" warnings on the reported event date after just one day of pump use. During investigation, a load step was performed and the pump stopped immediately at 205 units. A cartridge was inserted and the pump was primed. An occlusion alarm occurred after running a basal program. The force sensor was found to be out of calibration. Investigation revealed a detached pcb component from the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: 2531779-03/24/2010-003-r.